Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. There was no reported device malfunction associated with the steerable guide catheter (sgc). All available information was investigated, and the reported thrombosis was due to challenging patient anatomy. The patient effect of thrombosis , as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report thrombosis and delay. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation with a grade of 3+ a steerable guide catheter (sgc) was advancing into the left atrium; however, a clot formed on the sgc. An attempt was made to treat the clot by cleaning the sgc, but another clot formed on the sgc causing a clinically significant delay in the procedure. The sgc was removed and the clot came with the sgc. Additional heparin was administered and the procedure was aborted. There was no thrombosis in the patient. No clips were implanted, and mr is 3+. The patient is stable. No additional information was provided.